Event description:
The customer reported that the system did not display an image. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service found that the hose was damaged and there was no video signal. He replaced the arch-console connection hose. The system operates as intended.